Manufacturer narrative:
The customer disposed of their device and purchased a new one, therefore, the device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not power on and that the readiness indicator is not flashing. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.